Event description:
Study event. Symptoms/ae: in-stent restenosis. Time of symptoms: approx one yr post procedure. It was reported that approx one yr post an uneventful left internal carotid artery (lica) stenting procedure, the follow-up carotid angiogram in 2008 documented total occlusion of the previously stented left internal carotid artery. There is no reported treatment scheduled and no neurological deficits reported. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.